Manufacturer narrative:
Concomitant medical products: product ID: d314trg crt-d, date of implant (B)(6) 2017. The initial reported event of fractured lead, inappropriate therapy and lead capped was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The previously capped lead has now been explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the capped lead was subsequently explanted.